Manufacturer narrative:
The pump was received with missing retainer ring, minor scratched lcd window, cracked battery tube threads, cracked select button keypad overlay, scratched keypad overlay and scratched case. There was no reservoir window design on the ngp noted. There were no cracks on the reservoir compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump had cracks near the reservoir window. No further information provided. The pump was received with missing retainer ring, minor scratched lcd window, cracked battery tube threads, cracked select button keypad overlay, scratched keypad overlay and scratched case. There was no reservoir window design on the ngp noted. There were no cracks on the reservoir compartment noted.